Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported the patient was in for a routine follow up CT. A type iii endoleak, separation was detected between the endurant 16x24x93 and the endurant 24x24x82. The physician implanted an endurant 16x24x124, deploying the stent graft from the flow divider down; this stent graft re-lined the limb down approximately 3-4 cm away from the hypogastric artery. The physician ballooned with a reliant and did a completion angiogram. The angiogram showed no evidence of an endoleak. The physician stated that the cause of the event was due to aneurysm remodeling. No additional clinical sequelae were reported and the patient is fine.